Event description:
The stent dislodged off the balloon while going into the sheath.

Manufacturer narrative:
The stent was partially inside the introducer sheath. The balloon had exited the introducer sheath and had been inflated. The catheter shaft had multiple kinks along its length. The introducer sheath returned appears to be a straight cook 13 cm check-flo performer introducer sheath. The portion of the stent outside the introducer sheath was badly deformed. The remaining portion of the stent was withdrawn from the introducer sheath and was also badly deformed and buckled. Withdrawal of the stent proved to be difficult due to the major deformation of the stent. Only the first 2 centimeters of the stent were straight and looked normal. The catheter was withdrawn back through the introducer sheath without issue; however, the catheter shaft was buckled in multiple locations. The introducer sheath's inner diameter was measured at the check flow valve using certified pin gauges. When a .090 pin was inserted it was noted that passage was difficult and the pin gauge was catching an edge on the inside of the molded body of the introducer sheath. It is possible that the stent became stuck on the inside edge of the molded body of the introducer sheath where the sheath tubing is molded over the check flow valve. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.